Event description:
Pt had a sling implanted on (B)(6) 2009 to resolve stress urinary incontinence, prolapsed bladder and bilateral ovarian cysts. Pt underwent another surgery on (B)(6) 2011 to resolve severe pain and pelvic area, a pulling sensation in her hips, urinary incontinence and cystocele. Plaintiff claims stress urinary incontinence, pelvic pain, and bilateral hip discomfort. Pt cannot carry or lift anything over 20 pounds and will always have to use hormonal vaginal cream 2-3 times per week to strengthen vaginal wall due to excessive stretching in repair of cystocele. Pt claims she began to experience the above conditions sometime in (B)(6) 2009. This pt event was reported to caldera medical by an attorney. Caldera products have not been identified in the documents we received, however as a precautionary measure, caldera medical is filing this report. Since no specific product was identified, we do not know the brand name, model number or manufacturer of the device.